Event description:
It was reported that no capture and no sensing were observed due to lead dislodgement. The patient notifier was activated for low hv lead impedance values. The leads were reposi- tioned. The lead remains implanted.